Event description:
Screw was implanted then removed immediately because the tulip was locked down and would not move freely, thus preventing rod introduction. Patient outcome: no adverse effect reported as a result of this event.